Manufacturer narrative:
The subject device is not available for evaluation, as it remains implanted in the patient. The investigation is still in progress; therefore, a conclusion has yet to be established. A supplemental report will be submitted accordingly upon investigation completion. Edwards will continue to review and monitor all reported events. Trends are monitored on a monthly basis and if action is required, appropriate investigation will be performed.

Event description:
It was reported that a patient with a 19mm 3300tfx aortic valve implanted in the pulmonic position for 4 years and 3 months underwent a valve-in-valve procedure due to regurgitation. The procedure was performed with a 23mm 9600tfx transcatheter valve.

Manufacturer narrative:
Updated sections: b5, b7, d4 expiration date, h4, h6 health effect - clinical code, device code(s), type of investigation, investigation findings, and investigation conclusions. The device history record was reviewed and shows that this device met all manufacturing specifications for product release prior to distribution. No issues were identified that would have impacted this event. Tissue degeneration-related structural deterioration, either calcific or non-calcific, are common chronic failure modes for this type of bioprosthetic heart valve. Operational mechanical stress and biological factors are generally believed to be the major contributors to the non-calcific bioprosthetic tissue degeneration. Structural valve deterioration (svd) can, and typically does, lead to chronic central leaks over a period of time. Svd is the most common reason for bioprosthesis explant and encompasses multiple failure modes, including calcification, noncalcific degeneration, dehiscence, cusp thickening or fibrosis, or a combination of these. Such failure modes may occur singularly or concomitantly. Based on the information available, the device was intentionally used outside the way it was designed and intended. The performance, safety, efficacy, longevity, and durability of rings and bioprosthetic valves have not been determined when the product is used outside the scope of its intended use and/or its studied population. Through further investigation, it was determined that the root cause of this event was most likely due to patient related factors.

Event description:
It was reported that a patient with a 19mm 3300tfx aortic valve implanted in the pulmonic position for 4 years and 3 months underwent a valve-in-valve procedure due to mildly thickened leaflets, one of the leaflets immobile essentially frozen, with moderate stenosis and eccentric jet of severe regurgitation. The patient presented relatively asymptomatic with pulmonary valve dysfunction. The procedure was performed successfully with a 23mm 9600tfx transcatheter valve with no complications. The patient tolerated procedure well. The patient was discharge on pod#1.